Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump initially showing much lower insulin volume than caller believed was in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation and loading steps, but was unable to continue using original cartridge due to a separate occlusion issue, so technical support guided customer through filling and loading new cartridge, verified that displayed insulin amount closely matched expected amount, arranged return of original cartridge, and issue was resolved.